Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was working and then it started alarming button error. Customer's blood glucose was 149 mg/dl. Alarm occurred during normal use. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a stained end cap sticker.